Event description:
Caller reports three staff members have been accidentally stuck after the lancet protruded beyond the end cap of the safe-t-pro device. Caller states the skin was broken after the needle stick. A nurse received an unspecified treatment for the finger stick and a blood test was taken but caller had no additional information. Requested return of suspect device however the lancet device has been discarded; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.